Event description:
An apyx medical sales representative from our mexico distributor reported on 08feb2023 that they received a report from (B)(6) indicating a patient experienced a pneumothorax after a surgical procedure performed on (B)(6) 2023 in which renuvion was also used as part of the overall surgical procedure. The surgeon who performed the procedure stated there was no device malfunction but that they believe renuvion may have caused or contributed to the patient's pneumothorax.

Manufacturer narrative:
There was no malfunction observed during the procedure. Because the device was discarded, it is not possible to determine what role, if any, an apyx medical product may have had in the patient experiencing a pneumothorax. An apyx medical advisory board physician contacted the surgeon who performed the procedure to discuss possible causes. They concluded that the most likely cause of the pneumothorax was that the patient recently had covid-19. However, because they were unable to completely rule out renuvion as possibly having contributed to the pneumothorax, this report is being filed per regulatory requirements. If more information becomes available, a supplemental report will be filed as appropriate.